Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure are showing hemolysis and heavy spray additive. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to hemolysis, heavy spray additive were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for hemolysis, heavy spray additive with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that after use of the bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure are showing hemolysis and heavy spray additive. There was no report of exposure, injury, or medical intervention.